Manufacturer narrative:
#(B)(6) - ak completed and shows no signs of perforating. Significant eye movement between frames 36 & 37, suction ring is not secured to the titanium am. Cci completed and surgical images confirm full perforation. #(B)(6) - surgical images show no sign of perforation, system acted as designed. No further clinical follow up was required.

Event description:
On (B)(6) 2024, while onsite, dr. ((B)(6)) reported that during procedure ids #(B)(6), he experienced a perforated ak.